Event description:
The patient was being injected through a powerport and the contrast syringe broke and popped off the power injector. Plastic pieces dispersed but a curtain barrier was used and the patient was not harmed. Injector syringes were replaced and test successfully completed.